Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle and thread of the suture detached during laparoscopic radical cystectomy. Another suture was opened to complete the case. This event led to 1-2 minutes surgical time extension.